Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found failure of the bending section cover due to adhesive degradation, the universal cord had a scratch, the switch box had a scratch, also switches 1 and 4 had deformations due to physical stress. The insertion section was loose, there was image resolution failure due to deformation of the plug unit and the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an error code for non-compatible endoscope. The concomitant device was an evis lucera elite video system center. The issue was found during preparation for use for a diagnostic bronchial examination procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a deformed scope connector. It is likely the scope connector became deformed while the user was handling the device, which led to an unstable connection, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.